Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material clogging the nozzle was unable to be identified. There were no noted deformation in the nozzle and no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had reduced angulation in the down direction. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that a foreign object was in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the bending angle was insufficient due to the elongation of the angle wire. Additionally, the play of the angle knob was out of the normal state due to the elongation of the angle wire. Upon further inspection, it was observed that a foreign object was clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that the adhesive of the curved rubber was missing. It was also observed that the operation part was discolored. Lastly, scratches were observed on the following unit components due to external factors: the scope connector, scope connector cover, on the scope connector side of the universal cord, universal cord, tip cover, operation part, the grip, switch box, operation unit cover, up and down knob, up-down angle fixing knob, right and left knob and on the right-left angle fixing knob. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer submerges the endoscope in cleaning fluid. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.